Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir area was chipped. The customer's blood glucose was unknown. There was crack on the screen. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip, cracked lcd window and cracked case from display window corner. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.